Event description:
It was reported that the lead was replaced due to observed noise episodes. During explant procedure, an insulation defect was noted. The lead was replaced. The patient's condition was stable after the procedure.

Manufacturer narrative:
(B)(4). A fracture of the coil was found at 2.1 from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of noise.